Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system, replicated, and confirmed the reported event. The nonconforming interface breakout printed circuit board (pcb) and footswitch were replaced to resolve the reported events. The system was then tested and met all product specifications. Unrelated to the reported event, the lithium battery and frame filter were replaced as a preventative measure. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of laser stopping can be attributed to nonconforming interface breakout printed circuit board (pcb). The root cause of the reported event of the footswitch cable can be attributed to nonconforming footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the laser stops. The cable of the laser is defective. Procedure details and patient impact have not been provided. Additional information has been requested but not received.